Manufacturer narrative:
(B)(4). No conclusion code available; the reported field events of output anomaly and low hv lead impedance were confirmed in the laboratory. Visual inspection noted an arc mark on the device can. Review of the device image noted true sosd and ocd alerts and low hv lead impedance during therapy delivery. The device was tested on the bench and an high voltage circuit damage was observed. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can during high voltage therapy delivery. (B)(4).

Event description:
It was reported that the patient presented in clinic when alerts for possible high voltage circuit damage and possible high voltage lead issue were observed. Low hv lead impedance and noise were also noted. A capacitor maintenance check was attempted but could not be completed due to the alert re-occurring. Additionally, it was observed that the patient did not receive therapy for a vf episode and was converted spontaneously. The device was explanted and replaced. The patient condition was good.